Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed into a previo usly implanted non-medtronic aortic valve at 0mm depth with resultant severe paravalvular leak (pvl). A second valve was placed at a depth of 4mm with no pvl. No adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning. In this case, the severe paravalvular leak was likely a result of the high implant location of this first valve inside the failed surgical aortic valve, and was resolved with the successful implant of a second valve, valve-in-valve, in a deeper location.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. The device history review and investigation are in process, once the review and investigation is complete, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.